Event description:
It was reported that, "the metal flares on the scorpio #7/#9 femoral notch block broke off during the case while in use. The doctor retrieved one metal flare from the patient in the wound and the other fell to the floor. The instruments were being used properly."

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device and/or additional info becomes available a supplemental report will be issued.